Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during the device history record review. No product was returned. We are unable to confirm the reported complaint. If the product is returned, will reopen this complaint for further investigation.

Event description:
It was reported upon opening the sample trach to examine new product and discovered the inner cannula that came with product extended past end of trach. Both inner cannula in package did this. No patient injury was reported.